Manufacturer narrative:
Manufacturer date: 09/22/2011. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months ((B)(6) 2013 to (B)(6) 2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from (B)(4) 2013 through (B)(4) 2013 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The customer did not respond to asp's attempts to retrieve more information thus, troubleshooting methods used to resolve the issue could not be confirmed. No parts were replaced and no parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
A customer reported an event of a "strong odor" emitting from the sterrad nx sterilizer. There was no report of any human reaction. The unit has been turned off and is not in service at this time. An asp field service engineer has yet to be dispatched as the customer wil be providing a po# and billing address for service. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.